Manufacturer narrative:
Date of event and date of death were approximated since no event date was provided.

Event description:
Cap2 clinical study. It was reported that the patient expired. At an unspecified date a watchman laa closure device was successfully implanted during a laa closure procedure. However, it was reported that the patient expired,the cause of the death is listed as cerebrovascular incident (cva).